Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump after providing reset information, and the issue did not recur. The customer was advised to continue using the pump and to contact support if any malfunction code appears again.